Manufacturer narrative:
Reference MFR report # 2916596-2016-02423 for the report of the distal end percutaneous lead (driveline) replacement performed on (B)(6) 2016. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2017 that the patient¿s lvad system produced pump stop alarms. The patient was reported to be asymptomatic. On (B)(6) 2017, the patient underwent a pump exchange due to the suspected driveline compromise.

Manufacturer narrative:
The pump was returned assembled with driveline cut approximately 1.5 inches from the pump housing and the severed portion of driveline was returned in two segments, measuring approximately 7 inches and 31 inches. Continuity and high potential testing were performed on the 1.5-inch, pump-end and 31-inch, distal-end portions and the driveline and the tests did not identify any breaches to the wire insulation that would have resulted in the reported event. Electrical continuity testing of the 7-inch portion of driveline revealed that all wires were electrically intact. No shorts or discontinuities were found during the electrical continuity testing; however, upon removal of the shielding and bionate layers, examination of the underlying wires revealed a breach to the insulation of the orange wire, at what would be approximately 4 inches from the pump housing. The breach to the insulation of the orange wire appeared to be the result of abrasion against the metal shielding due to repetitive movement of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. The conductors of the orange wire were exposed as a result of the insulation breach. Pump function would have been interrupted as a result of the exposed conductors contacting the braided shield and potentially shorting to ground while the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.